Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the display screen was found to be dim, faded and discolored. Unrelated to the complaint, the vibratory feature of the pump was found not be working when the pump was powered on. The vibration motor was found to be out of alignment. The pump was opened; the vibration motor was found to pass the voltage/current.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).